Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the front response button was not functional. The cause for the failure was caused by the front response button dome was crushed. The root cause of the crushed dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.